Event description:
This male patient with an unknown medical history was admitted for coronary intervention. Angiography revealed a de novo, moderately calcified, slightly tortuous, 50~75% stenosis of the proximal lad and a 90% stenosis of the mi-lad. Pre-dilation was conducted with a non-compliant 2.5 x 15mm sprinter balloon. A 2.5 x 23mm cypher stent was being implanted in the mid-lad; however, when the cypher was inflated to 4~6atm, the stent would not fully inflate; only the proximal end inflated. The physician attempted to withdraw the cypher stent with the sds because balloon rupture was suspected. While trying to withdraw it into the 6fr jl3.5sh heartrail guiding catheter, the stent snagged on the opening of the catheter and the stent dislodged from the sds. The physician decided to implant the dislodged stent within the proximal lad, as there was another lesion there. He advanced a balloon through the stent deployed it; however, the stent was sticking out a little to the lmt, and one of the struts was also placed at the lcx. The procedure to treat the mid-lad was re-scheduled for a later date.

Manufacturer narrative:
Note: device is not distributed in the us; however, it is similar to us product device. Additional information will be submitted within 30 days of receipt.